Manufacturer narrative:
Siemens filed the initial MDR 2517506-2024-00179 on 05-jul-2024. Additional information (21-aug-2024): siemens reviewed the information provided and determined that enzyme results went out of range due to the leakage in the reagent arm (r2) drain, which resulted in water in the lenses. Siemens replaced the r2 drain, cleaned the lens, and performed a photometer check (pxqc) test, and it was successful. The investigation concluded that changing the r2 drain and cleaning the lens resolved the issue. The analyzer is operating as specified, and no further action is required. Siemens updated section h6 (investigation conclusions) to reflect the additional information.

Manufacturer narrative:
The customer informed siemens of failed quality controls and discordant enzyme results on the dimension exl with lm instrument. The results were reported and questioned by the physician(s). The customer used different samples and an alternate dimension exl instrument to perform repeat testing and confirm the correct results. The customer noted confidence in the repeat results because they matched previous /expected results and issued a corrected report. Siemens dispatched a cse (customer service engineer) to the customer site. The cse performed services, which included replacing the photometer cables and belt, filter wheel motor, and reagent (r2) drain due to leaking, and the windows of the instrument cleaned. The instrument passed the system check, and the photometer check was within tolerance and operating as specified. The cause of the failed quality controls and discordant enzyme results is unknown.

Event description:
The customer informed siemens of discordant enzyme results on the dimension exl with lm instrument. The results were reported and questioned by the physician(s). The customer used different samples and an alternate dimension exl instrument to perform repeat testing and confirm the correct results. The customer noted confidence in the repeat results because they matched previous /expected results and issued a corrected report. There are no known reports of patient intervention or adverse health consequences due to the event.